Event description:
It was reported that on (B)(6) 2008. The patient underwent a stenting procedure with placement of a 2.5 x 12 mm xience v stent in the proximal 2nd diagonal artery. On (B)(6) 2012, the patient experienced an episode of chest pain. A cardiac catheterization was performed on (B)(6) 2012 and revealed in-stent restenosis of the stent in the 2nd diagonal artery. A revascularization procedure was performed with angioplasty and stenting in the 2nd diagonal artery. The patients chest pain resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.